Manufacturer narrative:
The lb53 light handle cover subject of the reported event was discarded and replaced. Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. The recommended instructions for installation of the lb53 light handle cover product is documented within the applicable steris surgical lighting system's operator manual. The relevant operator manual is provided with every steris surgical lighting system sold. Steris requested that the distributor discuss proper installation of the light handle cover with user facility personnel. A complaint review for the subject lot confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their lb53 light handle cover detached and fell into the sterile field. The sterile field was re-established and the procedure was completed successfully following a short delay. No report of injury.